Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the they had to press up, down and act button harder. Customer also stated that big scratches on the screen of the insulin pump and battery was fluctuates and it was happened one to two times. Customer also stated that motor was sounds grinding or labored. Customer also stated that insulin pump received a lot of no delivery alert started getting more frequent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.